Manufacturer narrative:
Follow-up 3/16/2016: customer reportedly was able to initiate charging without any further issues or alerts. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received power source alerts and experienced difficulty charging the pump despite the attempted use of multiple cables and power sources. There was no reported impact to the customer's blood glucose level.